Manufacturer narrative:
A ge rep has evaluated the system but has not reported on the results of the evaluation.

Event description:
Customer reported the system is displaying white images. No pt injury was reported.